Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 225127486); implant date n/a; explant date n/aproduct ID (unknown serial/lot). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the advancement of the device, the operator felt an increase in resistance in the distal segment, when passing through the petrous segment of the carotid artery. This situation is related to the presence of a 360° loop turn in this segment, which caused an absence of flow during the advancement of the pipeline. The triaxial system was used with a phenom plus catheter and a phenom 27 microcatheter. The distal opening was not optimal and it was very complex to perform the maneuver to recover the ptfe sleeves. For this reason, re-sheathing maneuvers were performed on 3 occasions. The system was always felt to have excessive resistance with the catheter in the distal section, but at no time was the distal opening achieved, despite generating a deployment of more than 50% of the device. The carotid artery had severe tortuosity, and its distal navigation was complex. Finally, the entire device was removed and, given the risk of repeating the situation of non-opening with another device, given the anatomical and structural complexity of the case, and in the presence of good collateral irrigation through the polygon of willis, the operator decided to perform deconstructive treatment for the case. The distal section of the pipeline had been positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. It was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms reported and no medical or surgical intervention needed to prevent a permanent impairment of a function. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU and the catheter was flushed per the IFU. That patient was being treated for a saccular, unruptured aneurysm in the cavernous carotid artery with a max diameter of 12mm and a neck diameter of 7mm. The landing zone was 3.99mm distally and 6.27mm proximally. Vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered, pru level was clopidogrel + aas. Angiographic result post procedure showed carotid artery occlusion with coils.

Event description:
Additional information received reported that according to the doctor, the excess resistance may have been due to anatomical tortuosity. The cause of the event was not determined. The distal and middle sections of the pipeline did not open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.